Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device change out procedure on (B)(6) 2017, the right atrial lead exhibited oversensing. The physician elected to cap and replace the lead. The patient was stable prior, during and post procedure.